Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge instructions for use state: replace the cartridge every 48 hours if using humalog; 72 hours if using novolog.

Event description:
It was reported that the pump insulin gauge was intermittently inaccurate. Customer loaded a new cartridge and fill estimate was accurate. Customer declined to review pump history or pump data for past event. Blood glucose was not impacted (129 mg/dl). Reportedly, customer used the cartridge for 5 days. Tandem technical support advised the customer to change the cartridge as novolog was labeled for 72 hours use with the cartridge.